Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. This was a therapeutic coronary procedure. The manufacturer's wire was used for diagnostic purposes. Ifr was successfully performed prior to the event. The stent got stuck on the proximal end of the wire while loading the stent over the wire. No tests/laboratory data was available. No information was available. Serial number, lot number, expiration date and UDI number are unknown. The implant or explant dates are not applicable to this device. Visual and microscopic inspection were performed on the returned device. The proximal end of the wire was returned stuck to a balloon catheter. Corrosion was present at the dome. The entirety of the wire that is visible is intact. The wire was measured from the distal tip up to where it was stuck to the balloon catheter; a length of approximately 184 cm was observed. Three attempts to separate the guidewire and balloon catheter were unsuccessful. Little to no movement was felt. It should be noted that the stent was on the balloon catheter and appeared to be not deployed. Visual inspection was unable to verify the reported "stent got stuck on the wire" failure. The proximal tip of the wire was returned stuck to a balloon catheter. Device manipulation, impact and applied pressure during use can affect the integrity of the device. Unfortunately, we could not conclusively determine when or how the device initially became stuck. The instructions for use (IFU) warns, "never advance, torque or retract a pressure guide wire which meets significant resistance." The IFU also precautions, "the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed." Unable to identify date device was manufactured as lot number is unknown. The manufacturing documentation for 6 lots shipped to the customer prior to the procedure (date of occurrence) were reviewed. All released units for these lots met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis.

Event description:
By report from the facility: stent got stuck on the wire, they were able to remove the whole unit, no intervention needed. Another device was pulled and completed the case. No harm to the patient. This report is being submitted in an abundance of caution as it appears the manufacturer's device may have been removed as a system.